Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 355cc mentor memoryshape breast implant on both sides and experienced dermatomyositis (auto-immune disorder). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Clarification fup is in progress for date of implant as per devices were manufactured on (B)(6) 2004 and date of implant was provided as (B)(6) 2003. Hence, date of implant is being reported as (B)(6) 2004 on this form under field. Supplemental report will be submitted when an clarification is received. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On september 2, 2020, mentor became aware that incorrect catalog number was inadvertently submitted under the initial submission. Field d4 has been correctly updated on this form to 3541308g ("g" represents glow study). This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).